Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that as the balloon catheter was advanced toward the lesion, the device met resistance with the mildly tortuous and heavily calcified 90% stenosed anatomy causing the reported physical resistance compromising the balloon and ultimately resulting in the balloon rupture during inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified, concentric lesion in the moderately tortuous proximal left circumflex coronary artery. A 3.5x15mm traveler rx balloon dilatation catheter (bdc) was advanced and resistance was felt with the patient anatomy. The balloon ruptured at approximately 12 atmospheres during the first inflation and the bdc was removed without resistance. A non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.